Event description:
Item does not meet standard of care per the ob/gyn providers. Providers do not feel the upgraded brush causes less bleeding in their ob/gyn pts. Previous brush worked well and sufficient for their purposes. It is very difficult to use the new brush on pts who have a small cervical os. The brushes have been studied in a pilot test and have found not to have picked up enough cells during a pap smear, which results in repeat pap smears. Recommend going back to the old cytobrush plus #1101. Took new brushes off shelf and replaced with the old ones.